Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no draw occurred during use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea tube has no draw issue."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for draw volume with the incident lot was observed. Additionally, evaluation of the customer samples was performed and draw volume was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that no draw occurred during use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea tube has no draw issue."